Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set was occluded the following information was received by the initial reporter with the following: we have another issue regarding the primary tubing (5306073) here at xx. This time the issue is different than the most recent complaint. This was found by the ed staff as the tubing would not prime after filling the collection chamber. There is obvious deformity in the tubing just below. It almost appears to be kinked/sealed directly below this chamber. I will give the sample to materials to send back after a complaint is filed with bd. I am unsure of the exact date this was found but I was notified of it yesterday.

Manufacturer narrative:
Updated material number in the d tab. The customer reported the set is sealed below the chamber, and returned one sample of material and lot unknown. Upon initial visual examination, the set verified the complaint of occlusion. There is a kink with sealed off tubing right below the drip chamber. The manufacturing plant found the root cause for the occlusion to be related to incorrect solvent application method. An accessory was implemented by the plant on (B)(6) 2024 to assist and guide the tubing correctly into the solvent dispenser by production personnel. A DHR review was performed to the possible lot based on the smart site identification numbers and possible sku based on the sample configuration set and no qns related to the failure mode were found. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
Updated material number